Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a vein antegrade approach. The 90% stenosed target lesion was located in an anastomotic shunt in the moderately tortuous and mildly calcified vessel. After the guidewire crossed the lesion, a 4.0 x 40, 40 cm mustang¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 19 atmospheres, followed by 22 atmospheres during the second inflation. However, during the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications and injury were reported.